Event description:
Customer reportedly received result of 4 mg/dl on the compact plus system. The result is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Customer reportedly received result of 4 mg/dl on the compact plus system. The result is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.